Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure a system message was displayed and the system locked. The surgery could not be completed as planned and will need to be rescheduled until the system is repaired. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
As required intervention was performed. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding anything which was associated with the reported event. However, the vacuum manifold was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2008. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information received from the company representative indicated the additional procedure has been scheduled.